Event description:
It was reported that patient presented in clinic for lead revision procedure. During procedure, it was found that patient's pacemaker had debris in right ventricular(rv) port resulting in inadequate insertion of the lead. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of could not fully insert the right ventricular lead into the connector port was confirmed. Final analysis found that there was a piece of molded silicone which was broken from the previous lead during procedure in the distal end of the connector port blocking full lead insertion. No other anomalies were found.